Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and 2367 (shut down) alarm occurred on the homechoice (hc) machine during initial drain. The home patient (hp) was connected during prime and was trying to re-prime the patient line. The baxter technical service representative (tsr) assisted the hp to recycle the power to clear the alarm. The tsr explained the alarms. The hp would discard supplies and start over with new supplies. The hp was told to contact their registered nurse (rn) regarding the alarm and being connected during prime. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Instructions to prime the disposable set begin on page 10-20 and state the patient should not connect until the disposable set is fully primed and connect yourself appears on the display. The labeling review was found to be sufficient and accessible in response to the complaint. If additional relevant information becomes available, a follow up report will be submitted.